Manufacturer narrative:
Investigation summary: customer returned (14) 3/10cc, 6mm, 31g relion syringes in an open poly bag from lot # 8155850. Customer states that the barrel is bent, the scale print is crooked on a few syringes, the needle was bent during injection which causes pain, and air bubbles continue to come into the syringe. All returned syringes were visually examined and no bowed barrel was observed, however 5 samples exhibited a bent cannula. All samples were tested using the plug gauge and all scale marking placements fall within specifications. All samples were tested and all were able to draw and expel properly without any observed air bubbles. All samples were also tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). A review of the device history record was completed for batch # 8155850 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200765906] noted that did not pertain to the complaint. There was one (1) notification [200766281] noted for high zero lines. There was one (1) notification [200765415] noted for scratched print. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel, misaligned scale, pain, air bubbles). No evidence of manufacturing related issues were observed on the returned samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a relion® insulin syringes have crooked scale print.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a relion® insulin syringes have crooked scale print.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 8155850 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200765906] noted that did not pertain to the complaint. There was one (1) notification [200766281] noted for high zero lines. There was one (1) notification [200765415] noted for scratched print. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for barrel bowed, scale print misaligned, needle bending during use, needle pain and air bubbles on lot # 8155850. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that a relion® insulin syringes have crooked scale print.